Event description:
It was reported that during the use of the cassette, a 'no message' alarm went off. There was no patient injury reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. All labels were still intact and no physical damaged was found on the device. The customer stated problem could not be duplicated. Smith's medical has received one repair request before, one for the same event. The cause of the reported problem could not be determined. Preventively, replace the downstream sensor and the upstream sensor. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.